Event description:
Patient was taken to the or for emergent angiogram/embolization. During attempted embolization of a small cortical branch artery, a boston scientific embold detachable fibered coil deployed and unraveled unexpectedly. This prompted a prolonged procedure to remove a portion of the unraveled coil. Ultimately a long portion of it was removed, however a small unraveled fiber was unable to be removed.